Manufacturer narrative:
Taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Doctor noted a port leak due to the fact that the device was not retaining fluid. The port was replaced and it was noted during the explant surgery that the tubing connected to the port had cracked.